Manufacturer narrative:
Additional information received indicated that a device replacement procedure has been scheduled. No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, declared end of life (eol). The monitoring voltage was 2.70 volts and the charge time was 34.8 seconds. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.